Manufacturer narrative:
(B)(4). (B)(6). The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink solution set ¿holds air in the injection port¿. The reporter stated that after the set was primed, the hospital used a syringe to remove the air from the injection port, and indicated that air also had to be removed again from the set during infusion. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.